Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
It was reported that after showering, the customer reconnected to the pump, but was unable to resume insulin delivery as the pump could not be turned back on. The customer's blood glucose level was reported to be over 600 mg/dl. However, the customer stated that she did not deliver a bolus for a meal eaten prior to showering. It was confirmed that the customer had alternate insulin therapy available.